Event description:
It was reported via repair work order that the motion interrupt pan was damaged. It was also reported that the main power cords power prong was loose and auxiliary cord was missing ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.